Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Maude report (B)(4).

Event description:
It was reported that during a brevera procedure on (B)(6) 2023, a small sliver of plastic was shaving off the cut block and was located in the patient's tissue. It was reported that this occurred on another patient later on that month and the customer reported a third piece of plastic found in patient tissue the end of the next month. No further information is available at this time.

Manufacturer narrative:
Medwatch report found in maude database, report # (B)(4) related to this report, please refer to section h10.

Manufacturer narrative:
Medwatch report found in maude database, report # (B)(4) related to this report, please refer to section h10.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2023, a small sliver of plastic was shaving off the cut block and was in the patient's tissue. It was reported that this occurred on another patient later that month and the customer reported a third piece of plastic found in patient tissue at the end of the next month. No further information is available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue could not be confirmed because the device was not returned. The investigation suggests this is not a recurring issue within the product family, system, or failure mode referenced in the complaint. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR review was not conducted since the lot/serial number was not provided by the complainant.